Event description:
During an acl reconstruction, the intelijet over pressurized, but was connected following the error code procedure. It was reported that the patients leg became solid and distended from the knee to the groin. Following the surgery, the engineer at the hospital noticed a slight dent in the transducer.